Manufacturer narrative:
Product analysis summary: a non-medtronic sheath and stylette were in placed on the device. The sheath and stylette were removed with restriction noted. Bunching was evident to the inner member material immediately distal to the distal markerband on removal of the sheath and stylette. The proximal stent wraps were positioned over the proximal markerband. The distal stent wraps were positioned correctly at the distal markerband. Deformation was evident to the 9th and 10th distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a mildly tortuous, moderately calcified lesion located in the proximal left anterior descending (lad) artery. There was no damage noted to the stent. It was reported that stent deformation occurred in vivo during positioning/ advancement. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is reported to be alive with no injury.